Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead fracture issue was observed on the lead. Patient denies any traumas or falls. Lead was explanted. There were no complications during the procedure. Patient was stable.